Manufacturer narrative:
Follow-up #1 date of submission 01/25/2016-product analysis:the device was returned and evaluated by product analysis on 01/08/2016 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related alarms or issue; data relevant to the complaint date was overwritten due to extended continued use. No battery compartment or battery cap damage was observed. The returned battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence without issue or alarm. No damage or defect was observed to the pump¿s internal components.

Manufacturer narrative:
The pump¿s power draws were found to be within specification.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a battery life issue. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.